Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) recently became syncopal while biking and subsequently fell. They presented to the emergency department, where, upon interrogation, this device was found to be operating in safety mode. It was suspected that the syncopal episode was the result of the device's switch to unipolar sensing, which resulted in over-sensed myopotential noise and pacing inhibition. The patient was instructed to avoid arm movement that triggered myopotential artifacts, and a device replacement procedure is anticipated to resolve the event. At this time, the crt-p remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) recently became syncopal while biking and subsequently fell. They presented to the emergency department, where, upon interrogation, this device was found to be operating in safety mode. It was suspected that the syncopal episode was the result of the device's switch to unipolar sensing, which resulted in over-sensed myopotential noise and pacing inhibition. The patient was instructed to avoid arm movement that triggered myopotential artifacts, and a device replacement procedure is anticipated to resolve the event. Recently, the device was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. This crt-p has been received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) recently became syncopal while biking and subsequently fell. They presented to the emergency department, where, upon interrogation, this device was found to be operating in safety mode. It was suspected that the syncopal episode was the result of the device's switch to unipolar sensing, which resulted in over-sensed myopotential noise and pacing inhibition. The patient was instructed to avoid arm movement that triggered myopotential artifacts, and a device replacement procedure is anticipated to resolve the event. Recently, the device was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported. This crt-p has been received for analysis.